Manufacturer narrative:
This event was previously reported under MFR medwatch #2916596-2018-00485 initial regulatory report (emdr) submitted to the FDA via catsweb. This is a continuation of that report. The history of thrombus and previous pump exchange reported under MFR #2916596-2016-01347. Approximate age of device- 1 year, 7 months. A specific cause for the patient's infection could not conclusively be determined through this evaluation. The account communicated that the patient had some episodes of lower midline irritation/infection. According to the account, no active infection was assessed or identified. (B)(4) was returned assembled with the driveline (dl) cut approximately 0.5¿ from the pump housing and the distal portion of the dl was not returned. The sealed inflow conduit (inlet tube, inflow conduit flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The outlet elbow was returned detached from the pump¿s outlet port and the outflow graft was returned detached from the outlet elbow. Approximately 4 inches of the sealed outflow graft was returned with the outflow graft bend relief attached to the graft attachment. The bend relief collar was attached to the outflow graft and bend relief hardware. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(4) also revealed no evidence of adhered or developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The heartmate ii lvas IFU lists (pocket, local, and driveline) infections as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient received the first lvad implant in 2014, in the setting of redo cardiac operation, followed by an lvad exchange due to the pump thrombosis on (B)(6) 2016. Prior to the lvad implants, the patient already had a mitral and tricuspid repair. The patient did reasonably well after the insertion with some episodes of lower midline sternotomy irritation/infection. Due to the patient's recent history of pump thrombosis and pump exchange, the patient was assessed for transplant and was matched to a donor heart and consented to undergo orthotopic heart transplant. The patient was transplanted on (B)(6) 2018. The pump was returned for evaluation. No additional information was provided.